Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/30/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap was able to be tightened and removed from the pump without difficulty. The investigation was unable to duplicate the initial complaint alleging that the battery cap could not be removed from the pump. There was no damage found on the battery compartment threads. It was observed that the top slot of the returned battery cap was a little worn but there was no damage to the cap. The battery cap¿s contact width and height were both within specification.